Event description:
Olympus was informed that the pt had underwent a diagnostic colonoscopy procedure with no complications noted during the procedure and with no biopsy performed. The procedure was completed with the same device. However, the pt went to the emergency room on (B)(6) 2013 evening for abdominal pain and rectal bleeding which eventually stopped on its own. The user facility said that the pt underwent a cat scan and colitis was diagnosed. The pt was given antibiotics with no surgery required and was said to have been discharged on (B)(6) 2013. The referenced colonoscope was removed from circulation per the user facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The evaluation found discoloration on the insertion tube approximately 10cm to 60cm from the distal end and on the entire bending section cover. The discoloration was attributed to chemical damage. There was no foreign substance, stain, or residue observed inside the instrument and in the suction channels. There was no sign of fluid invasion noted inside the scope after the control body cover and the electrical connector unit were disassembled. The referenced device passed the leak test. The bending section cover glue was found cracked at the distal end. Olympus ess in-service on (B)(4) 2013 was performed at the facility. The ess discovered that the scopes were not properly pre-cleaned and leak testing was not performed correctly. Also chemicals used on aer were not being tested regularly nor documented.